Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .055 - .075 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering also observed that the distal end of the main tube exhibited hairline cracks in the axial direction. The crack was located directly below the tube reinforcement ring. The location of the crack was in an area that was not protected by the tip cover. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering also observed that the tube extension was broken and missing a .160 x .195 piece at the proximal clevis interface. The clevis was not dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged , which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the monopolar curved scissors (mcs) instrument had shavings on the shaft towards the jaw. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.